Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device.a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted.CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 sn: (B)(4). 13-1033-149 error in log. Recommend to reflash the software. If error during software flash or error still occurs, replace logic bd. (B)(4).